Event description:
It was reported that the patient experienced a severe hypoglycemic episode while using the ilet system, with dexcom readings in the 60 mg/dl range and symptoms progressing to near blackout and vision loss, prompting a 911 call; the patient ingested fast-acting carbohydrates including yogurt and soda, after which glucose rose to approximately 202 mg/dl and insulin delivery was resumed, with no medical treatment administered by paramedics. Symptoms included severe hypoglycemia with neuroglycopenic and autonomic manifestations such as visual disturbance and near syncope. Outcomes included temporary functional limitation requiring assistance from a bystander and emergency services, with recovery following oral glucose. Investigation included review of patient-provided history and glucose trends, troubleshooting, and education on hypoglycemia recognition and rapid carbohydrate treatment. Investigation of this case revealed no device alarms or malfunctions reported and no identifiable precipitating factor, and the event was categorized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.